Manufacturer narrative:
(B)(4). The device and a photograph have been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 7, 2013 to november 8, 2013. Evaluation summary: visual inspection of the actual device identified a black particle, 0.40 mm in size, floating in the fluid of the bladder. Stereomicroscopy, energy dispersive x-ray spectroscopy (edxs), and fourier transform infrared spectroscopy (ft-ir) identified the particle to be an acrylic polymer. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. In order to address and further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black particle floating in the solution inside the reservoir. The intermate had been filled with the antibiotic colistimethate. There was no patient involvement. Additional information was requested and is not available.